Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, during step 4, a suture break occurred due to a jerky motion when the rail suture was pulled back. Manual compression was applied to achieve hemostasis. There was no adverse patient effect. No additional information was provided.